Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that the device became stuck in an unknown vessel. During procedure, a stingray catheter was advanced into the target lesion. However, the device could not cross the lesion and got stuck in an unknown vessel. The device was then removed successfully from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.